Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A lead was inserted into each port and the setscrews were tightened. All leads were secured and could not be pulled out of the header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited intermittent high out of range pacing impedance measurements. Multiple ventricular tachycardia episodes with noise were also observed. The pocket was reopened and the connection between the device and lead appeared secure. The system was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should any additional information become available, or if the device is returned, this event will be updated.

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.